Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 0.7 mmol/l and 14 mmol/l , 0.4 mmol/l (approximate) and 8.0 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).